Event description:
I found out through a friend that some CPAP's were being recalled. I checked into it right away and registered my device as part of the recall 7/21/2021 through the phillips website. No one said to stop using the machine at this time. I called (B)(6) to ask about replacement or if I could rent another machine- I was told insurance wouldn't cover and machines are in short supply. I called my dr to ask about it and said I can continue to use machine. And said don't use a ozone cleaner if I have been- I got one for christmas but only used 2 times since I don't like the slight smell it leaves and space it takes up. On (B)(6) 2021- called (B)(6) to ask about the very tiny black dust like stuff I noticed in sink when cleaning. They said this is related to the recall and to ask dr if I can still use the machine. I asked if I could get a new or different brand machine- or even rent. He said I would need my doctor to write rx for new machine. Called dr (B)(6) office to tell about the black stuff and request script. They will have rx early next week. Didn't say to stop using machine. Called phillips- they will put in an quality escalation form to expedite replacement of my machine. They asked if I have noticed anything else and I told about how dirty the filters were so I replaced filters anyway. They reported that also in my info. On (B)(6) 2021- called (B)(6) to ask about use of my machine/and replacing filters more often- they recommend an additional filter. So will send to me. On (B)(6) 2021- after using new additional filter for less than a week, noticed it is looking grey so stopped using CPAP. On (B)(6) 2021 called doctor (B)(6) office- told about how often my filters are needing changed. And new additional filter on back getting dirty /grey in less than a week. She will check with (B)(6) if I can still use since I have severe sleep apnea and call (B)(6) to see if they have refurb machine. Said they haven't had any patients who have an affected machine, so not sure what he will recommend. On (B)(6) - called phillips 10:50am- I am just sick with worry, in tears that no one told me to stop using this machine once I noticed signs it is affected. The call to phillips was not helpful at all. - she said that the last time I called the representative should have told me to stop using the affected machine. And they did not say that. I asked about if they have information about what this could have done to my lungs and she said to check for information on the website. I asked if they have a medical team / consultant that can answer medical related questions due to the recall, she said no they do not have a medical team. When I asked how long till I may get a new machine since I expedited my replacement and she said it could be 12 months. I am just sick. Physically makes me sick that I could have breathed in the particles and gasses and could get sick from it. Now I realize that my eye irritation, itchy throat, throat and sinus congestion recently is likely caused by my CPAP! So I'm worried- what other problems might this cause for my health?! I stopped using the machine (B)(6) 2021. But even today the rep at kubat said that phillips had recommended patients stop using the machines. When?! No one has told me. Never heard directly from phillips, (B)(6) who I bought my CPAP from, or my doctor who I just saw on (B)(6) 2021 after the recall started. Maybe they hadn't heard yet? I have a hard time functioning without the CPAP. I even stopped using for a couple of weeks after the recall but just can't function without it. It affects my ability to function well at work, I get exhausted, headaches and even forgetful. Don't know what I can do, can't even buy a machine because none available. What can I do from here? Shouldn't phillips be required to tell patients? Or (B)(6) who supplies? Even the person who calls regularly to order supplies didn't know of recall. This seems negligent all the way around. (B)(6). There has to be other patients who have been using their CPAP not knowing the machine was recalled. And even worse other patients like me have been misinformed about the recall protocol and don't know that they should stop using their machines. I realize that in this business everyone points to everyone else to make that call to stop using a medical device due to liability, but at what cost to their patients? As far as I know, I still wouldn't know about the recall if my friend hadn't mentioned it knowing that I use a CPAP. And I told my sister who uses the same machine I do, who didn't know about the recall either. FDA safety report ID # (B)(4).